Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: e1. E1 - title: consultant vascular and endovascular surgeon. E1 - line 2: (B)(6). E1 - postal code: (B)(6). E1 - phone: (B)(6). E1 - fax: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), and quality control were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for investigation. No imaging was provided. A document based investigation evaluation was performed. A review of the device master record for both potential complaint devices found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history records and a database search found no nonconformances or additional complaints associated with either of the lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. Tfle leg grafts are shipped with IFU t_zaaaf_rev5 the IFU for the device gives instruction for device placement, patient selection and follow up regarding use of the device. Warnings and precautions: section 4.1: general patents experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Section 4.2: patient selection, treatment and follow-up adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. The zenith flex aaa endovascular graft with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and /or may increase the risk of embolization. Section 4.4 device selection: appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside this range can result in endoleak, fracture, migration, device infolding or compression. Section 5.2 potential adverse events: arterial or venous thrombosis and/or pseudoaneurysm; claudication (e.g. Buttock, lower limb); graft or native vessel occlusion. Section 8 patient counseling information: physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include paint in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Section 11: 11.1.8 contralateral leg placement and deployment: "4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency ad a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." 11.1.11 ipsilateral iliac leg placement and deployment: 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac leg stents is required (greater that two iliac leg stents for 37, and 54 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side. Zsle leg grafts are shipped with IFU t_zaaasz_rev4. The IFU for the device gives instruction for device placement, patient selection and follow up regarding use of the device. Warnings and precautions: section 4.1: general patents experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Section 4.2: patient selection, treatment and follow-up: adequate iliac or femoral access if required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Section 4.4 device selection: appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside this range can result in endoleak, fracture, migration, device infolding or compression. Section 5.2 potential adverse events: arterial or venous thrombosis and/or pseudoaneurysm; claudication (e.g. Buttock, lower limb); graft or native vessel occlusion. Section 8 patient counseling information: physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include paint in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. 11.1.4 contralateral iliac leg placement and deployment: 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment: 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. Note: if an overlap of greater than 55mm is required, it may be necessary to consider use of a leg extension in the bifurcated area of the opposite side. Thrombosis and occlusion are well known complications and adverse events related to the use of this device. There is insufficient information to conclude which, if any, factors that can influence thrombosis contributed to this event. Based on the information provided, inspection of the product, and the results of the investigation, a definitive cause was not established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown. Device was a either a zenith flex with spiral-z technology aaa endovascular graft iliac leg, zsle-24-74-zt, lot 2817870 or a zenith flex aaa endovascular graft iliac leg, tfle-18-73-zt, lot 2767539. Concomitant products: zenith flex aaa endovascular graft bifurcated main body, tffb-30-96-zt, lot: 2810326. (B)(6). Report source - other: (B)(6); internal personnel. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft iliac leg occluded. Two limbs and a main body were implanted during an infrarenal aortic aneurysm repair on (B)(6) 2011. It is unknown which of the two limbs occluded and when the occlusion was noted. It is unknown if a re-intervention was required due to the occlusion. No other adverse effects have been reported for this incident.